Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the rc button glue broken. Based on the result, we concluded that it was caused, due to an excessive force applied on the rc button glue. However, other failures are not related to the alleged complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
The jet tube is buckled. This event occurred at the time of during inspection. There was no report of patient harm.